Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps associated with this complaint and completed investigations. Failure analysis found the primary finding of instrument grip cables/broken - distal to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image was consistent with the alleged complaint: the cable of the fbf instrument was broken. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) cable was broken. The procedure was completed as planned. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient¿s anatomy. X-ray test was conducted after the procedure as a normal process. There was no patient injury. The procedure was completed robotically with the same da vinci system with a backup instrument. The procedure was delayed three to five minutes.